Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was not adversely impacted by the issue. The customer was instructed to plug the wall adapter into a working outlet for at least 30 consecutive minutes, after which the pump began charging successfully, and no further assistance was needed.